Event description:
Procedure: lap gatric bypass. Reportedly, when the device was applied to the gastric pouch there was a complete staple line failure. The surgeon proceeded to clip and oversew the tissue to complete the case. The patient went to recovery.